Event description:
Healthcare professional (hcp) reported during treatment, home patient (hp) got up to use the bathroom and got the lines twisted around the wheelchair, disconnecting their transfer set. Per hcp, rn at the nursing home reconnected hp. On 10/15 hp was complaining of not feeling well. Per hcp test results showed pseudomonas. Hp was hospitalized from 10/16-10/21 and treated with gentamicin, ip (dosage unknown).